Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer pockets had failed with "duplicate address detected" message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) confirmed that the drawer 5.2 was duplicated and the issue was not solvable by field service due to it being a software issue. So, the fse escalated the repair to technical support. The technical support specialist (tss) closed the case without any resolution. Further, follow up has been completed with tss to get the resolution but there was no response received if any new info received will reopen the complaint. There was no information received about repairs.